Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a material separation include, but not limited to, challenging anatomy, high angle of insertion, excess downward force, or aggressive downward or torsional pressure. The device separation likely led to the subsequent device entrapment. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3 - the device was initially reported as returning for analysis but was not returned.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
Information received via two user facility medwatch reports: "during surgical procedure device broke apart and became stuck in patient's artery. Doctor removed the device by opening the artery to take it out. Attempted to use a second device and it failed as well. Ref report: mw5146992." "During surgical procedure, device broke apart and became stuck in patient's artery. Doctor removed the device by opening the artery to take it out. Attempted to use a second device and it failed as well. Ref report: mw5146991."